Manufacturer narrative:
The reported event of low (out of box) was confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). The device showed a temporary low battery gauge after exiting shipped settings but recovered as expected. All manufacturing and inspection operations were performed correctly, and the product passed all quality control tests prior to distribution. No anomalies were detected.

Event description:
It was reported that the patient presented prior to the procedure. It was noted that the implantable cardiac monitor (icm) was displaying reduced battery life. The icm was not used, and the procedure was completed using an alternate one on (B)(6) 2025. The patient was in stable condition.